Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient has noticed low prime volumes in the pump history. Since (B)(6) 2012 the prime totals have been less than 7 units. The reporter denies pushing insulin via the cartridge and the patient reportedly primes until they see drops coming from the end of the tubing. This report is being made based on the allegation that insulin was being pushed into the tubing during the load cartridge step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): no defect was found. Testing was unable to duplicate the alleged issue of low prime volumes. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump was opened and no damage was found to force sensor circuit. "No cartridge detected" warnings were not observed in black box. Prime history verifies reported prime values.